Event description:
It was reported that when using the bd pyxis¿ es server, unable to access and new orders for a patient were not showing on the station. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that server failed to transfer patient details. The technical support specialist (tss) restarted the www publishing service and ran downtime and outbound queries. Iest confirmed no issues on their end. External communication and messaging services were restarted, and outbound messages were confirmed to be current with no delays shown in the downtime query. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to access and new orders for a patient were not showing on the station. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.